Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided, the reported difficulties appear to be due to case circumstances per the physician¿s opinion, the reported slda resulting in unchanged mr was due to pre-existing patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for single leaflet device attachment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with a grade of 3 with thick leaflets. A mitraclip ntr was advanced and successfully deployed; however after deployment, a single leaflet device attachment (slda) occurred. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. Post procedure mr remained at 3. In the physicians opinion, the slda due to the pre-existing patient anatomy. On (B)(6) 2019, a second mitraclip procedure was performed. Two mitraclips were implanted; one medial and one directly lateral to the detached clip successfully reducing mr from 3 to 1. There was no clinically significant delay in the procedure. No additional information was provided.